Event description:
Boston scientific received information that while reviewing the patient's data from an alert for low out of range right ventricular (rv) lead impedance measurement, oversensing of noise leading to pacing inhibition with five seconds of asystole was observed. It was also noted that the patient complained of lightheadedness and there was concern from the physician over possible insulation issue on the rv lead. The field representative stated that a boston scientific employee has not seen the patient and the physician has told him that he will be updated when new information is available. Currently the lead and device remain in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that the rate sense portion of the rv lead was surgically abandoned and a new pacing lead was successfully implanted. The device was also electively explanted for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.